Manufacturer narrative:
Investigation summary: the event unit's deployment mechanism was returned along with the bead. The bead was intact and portions of the bag were attached. Upon disassembly and inspection, engineering observed that the cord loop had loose ends that were matching in length and had straight edges with no fraying. The likely root cause of the event is use error, as the condition of the returned unit suggested that the cord was cut by a sharp instrument during the retrieval process. The instructions for use (IFU) states "do not cut bag cord prior to removal from port site." Applied medical will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
"The cord broke and the guide bead fell off into the patient." Additional information received via e-mail from customer on (B)(6) 2016: it is believed that the string broke while it was still attached to the actuator (handle). A camera/scope and a grasper were being used when the tissue retrieval system was in use. The string broke by the bead because the bead fell off in the patient. The specimen was in the bag at the time of the cord break. Not exactly sure when the bag broke, but was able to remove it with the specimen. The surgeon did not complain of any difficulty closing the bag. The bead was removed from the patient with no complications.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"The cord broke and the guide bead fell off into the patient." Patient status: no patient injury.